Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown biolox hip head on (B)(6) 2014 and the patient underwent a revision surgery on (B)(6) 2015 due to dislocation.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on january 5, 2018, but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: it was reported by a legal counsel that a patient was implanted with a zimmer biomet biolox head on july 16, 2014 and revised on february 28, 2015 due to dislocation. Review of received data - only legal documents were received. It is stated that on july 16, 2014 during the revision of the previous tha the surgeon replaced the versys head with a biolox® option ceramic femoral head and exchanged the polyethylene liner for a constrained liner due to the significant abductor muscle complex damage that had occurred. Constrained acetabular liners hold the femoral head captive within the acetabular cup via a locking mechanism to reduce the risk of recurrent dislocation. On february 28, 2015, despite the use of a constrained liner, patient suffered a dislocation of his revised hip. Surgeon attempted to reduce the hip via a closed reduction procedure but was unsuccessful.that same day, patient underwent a re-revision surgery which was necessitated by "massive soft tissue loss secondary to adverse local tissue reaction affiliated with mechanically assisted crevice corrosion and prior revision surgery." During the re-revision surgery, dr. Mcgrory implanted a new constrained liner and biolox® option ceramic femoral head with a greater neck length to provide additional protection against recurrent dislocation in the future. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the available information, the product location is unknown. Root cause analysis root cause determination using dfmea: - foreign body reaction due to micromotion and/or fretting corrosion of head, adapter and stem junctions due to implant design leads to wear and/or metal ions => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - foreign body reaction due to user error - head/adapter used on damaged stem taper leads to wear due to micromotion and /or fretting corrosion => possible: the head was implanted on a used stem, therefore it is possible. - foreign body reaction due to head/adapter used on used stem taper leads to wear due to micromotion and /or fretting corrosion => possible: the head was implanted on a used stem, therefore it is possible. - dislocation (short-term manifestation of harm) due to user error - joint laxity => possible: significant abductor muscle complex damage reported in the attorney letter might lead to dislocation. - dislocation (short-term manifestation of harm) due to joint laxity due to limited head offset options => not possible: surgeon could choose higher neck length head as he did in the next revision surgery. - dislocation (short-term manifestation of harm) due to no or inadequate labeling - surgeon selects incorrect head offset => not possible: no label error is reported. - wear (between head/adapter/stem junctions) due to user error - off label use (including competitor product) => not possible: zimmer biomet components were used. - soft tissue damage due to micromotion and/or fretting corrosion of head, adapter and stem junctions due to implant design leads to wear and/or metal ions => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - soft tissue damage due to user error - head/adapter used on damaged stem taper leads to wear due to micromotion and /or fretting corrosion => possible: the head was implanted on a used stem, therefore it is possible. - soft tissue damage due to head/adapter used on used stem taper leads to wear due to micromotion and /or fretting corrosion => possible: the head was implanted on a used stem, therefore it is possible. - soft tissue damage due to user error - adapter assembled incorrectly (head/adapter hand assembled and/or lightly impacted onto stem taper) resulting in wear and/or fretting corrosion and/or metal ions => possible: product is not received, therefore cannot be excluded. Conclusion summary: according to the reported event, the patient underwent revision surgery due to dislocation of the hip after 7 months in-vivo time. Biolox option head and constrained inlay were revised. No x-rays or surgical reports were available for review to confirm the event. No ref/lot numbers of the product is reported. Possible reasons of the dislocation event include not balanced tissue tension, wrong head offset determination and wrong positioning of the components. Corrosion indicated in the legal document can be due to the fact that the head was implanted on a used stem might have led to wear due to micromotion and /or fretting corrosion between the head adapter and stem taper. However, since no product is available it is not possible to comment further on these possibilities. Moreover, according to the legal document received surgeon combined biolox option head with constrained liner during the implantation surgery. Per u.s. Regulations, ceramic heads are not to be used with constrained liners. Therefore, it is considered as off-label use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).